Manufacturer narrative:
A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a review of the log file revealed multiple speed reductions below the low speed limit, including 0 rpm, while the system controller was connected to the power module.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file retrieved from the system controller revealed several low speed and pump stop events while the system was connected to the power module; however, a specific cause for these findings could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6) , and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump speed. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the hmii patient handbook, "alarms and troubleshooting", address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.